Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if a new device was re-implanted as of the date of this report. This report is submitted on march 3, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 20, 2022.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient experienced had fallen on his head on the implant site and since then has had no response to sound stimulation. The implant site is swollen and all the electrodes are either shorted or open.